Event description:
It was reported that a patient presented to emergency room for phrenic nerve-type symptoms. Device interrogation revealed no right ventricular (rv) lead capture. Phrenic nerve stimulation was ruled out by the physician. Programming changes were performed. The patient condition was stable.

Event description:
Additional information received notes that the right ventricular (rv) lead had high capture threshold. The physician elected to explant and replace the rv lead. The patient condition was stable.